Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Continued monitoring was recommended. No adverse patient effects were reported. This device remains in service at this time

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.